Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement device problem code: a040103 - material fragmentation it was reported there was an identified a metal particulate inside one finished product bag. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. To date, there have been no other similar complaints received for this product. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 305195 ,batch#: unknown it was reported by customer that sca has identified a metal particulate (identified through sem-eds as stainless-steel rich material made of fe, c, o, cr, ni with trace si) inside one of its finished product bags. We utilize the bd needle (part number 305195) to fill these bags and based on a previous analysis provided by bd, this would be the same makeup. We were hoping you could let us know if anyone has reported any shedding of these needles or particulate caused by the needles during use? This will help us further our investigation.